Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02015. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) /2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This report is follow up 02 being resubmitted as follow up 02 as requested by esg due to a db connection issue that occurred when the original submission was made on (B)(4) 2014.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent a cystourethroscopy, a mesh revision of sling, and an excision of mesh due to dyspareunia, pelvic pain, and mesh erosion on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient had a monarc procedure a few months prior to (B)(6), 2007. No additional information was provided.